Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a no power condition; power fail occurrence. No patient involvement reported.